Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 16 mm from the distal end. The surface of the broken portion was confirmed. There was a black discoloration on the broken surface of the probe. The cracks were spreading out from the black discoloration area. There were no scratches at the black discoloration area. A general rough texture was determined on the surface of the broken portion. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the probe was cracked when the user activated output applying only the probe tip to the tissue with strong force, or twisting the device while grasping the tissue, besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual.

Event description:
We received the following report. *during an unspecified procedure, the subject device was used. Ultrasonic output error occurred. The probe of the device broke off when the user cleaned the device outside the patient. The intended procedure was completed with another device. There was no patient injury reported.